Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited placement difficulty and could not reach the his bundle. The lead was replaced. No patient complications have been reported as a result of this event.